Event description:
The patient had a history of right ventricular lead noise and received inappropriate high voltage (hv) therapy. The right and left ventricular leads were reversed in the header to resolve this. Noise was observed which caused ventric- ular oversensing and resulted in innappropriate hv therapy. Hv therapy was turned off. Three days later no noise was observed so hv therapy was enabled. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.